Event description:
It was reported that prior to use, the stent was noted to be crushed. There was no patient involvement and no additional information available. This report is being filed based on the analysis of the returned device, which revealed that the distal shaft was separated.